Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra aortic balloon pump (iabp) unit had balloon inflation issue. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect clinical code), h11. Corrected field - d9.